Event description:
According the reporter, during video-assisted thoracoscopic surgery (vats), at the time of transecting the parenchyma of left lung, the surgeon was not able to squeeze the handle upon pressing the green button and the device was stuck and did not advance and move at all. There was no patient injury noted during this event.